Event description:
The customer reported receiving multiple unresolved no delivery alarms from the insulin pump. The customer claimed that using a new insulin pump was not improving the situation with the alarms. The customer declined troubleshooting and wanted to speak with a helpline supervisor. A supervisor called the customer, left messages, and then was able to speak with the customer 2 days later, and recommended the customer try the silhouette sets the customer had. The customer mentioned being hospitalized but did not have the information in hand. The customer's infusion sets were replaced. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.